Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a sleeve gastrectomy the device didn¿t open after a complete cycle of sealing and cutting. No adverse event was reported.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2021. Additional information was requested and the following was obtained: what was the tissue type that caused this issue? A: greater omentum during laparoscopic sleeve gastrectomy. Was the device stuck on tissue? A: no. How was the device removed from tissue? A: residual tissue stuck in the jaws of the device and the device didn¿t want to open. Did you continue to use the device after this event occurred? A: no. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with the distal guide weld broken. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. During functional test the jaws open and close as expected. No issues were noted with opening and closing of the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.